Event description:
It was reported that during the implant attempt, when the lead was opened, the lead was thought to have an insulation fracture. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and damaged at implant.